Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was about to be performed. During preparation of a watchman® access system, it was noted that the hub cap for the hemostasis valve would not close well. It was leaking saline. The hemostasis valve was working and was able to be closed. They did not have the valve tightened onto the dilator as it was tested with out the dilator.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with a dilator in the shaft. When the dilator was removed there was blood inside the shaft and on the dilator. The hub/cap and valve were examined. The cap was received snapped down on the hub. The cap was removed and microscopic examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded. The valve was open when received, as the dilator was inside the shaft. The cap was snapped onto the hub and an attempt was made to close the valve. The valve was successfully closed without using forward pressure or without any difficulties. Functional testing was completed by closing the valve and injecting water into the was by attaching a syringe filled with water. There were no leaks or irregularities observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was about to be performed. During preparation of a watchman access system, it was noted that the hub cap for the hemostasis valve would not close well. It was leaking saline. The hemostasis valve was working and was able to be closed. They did not have the valve tightened onto the dilator as it was tested with out the dilator.